Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-04858 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices had issues when used during a colonoscopy with a polypectomy performed on (B)(6), 2010. According to the complainant, during the procedure, in both instances, when they went to use the clip it was noticed that one clip arm dangled and the other remained straight. The clip had broken and was unable to clip onto anything. Ultimately, the bleeding was stopped with another resolution clip device. In addition, it was reported that the patient was transferred to the hospital for observation only. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to manufacturer report 3005099803-2010-04858 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices had issues when used during a colonoscopy with a polypectomy performed on (B)(6) 2010. The event was initially reported that "during the procedure, in both instances, when they went to use the clip it was noticed that one clip arm dangled and the other remained straight. The clip had broken and was unable to clip onto anything." Clarification from the complainant received on (B)(6) 2010 revealed while placing the scope inside the patient, a perforation occurred in the descending colon. The physician intended to treat the perforation with resolution clips. The complainant reported resistance when attempting to remove the over sheath from the resolution clips and excessive force was required. The complainant reported that, both clips "felt as though they were glued to the inside of the sheath" and once the over sheath was removed on the first device (addressed by manufacturer report 3005099803-2010-04858) the clip assembly appeared to be broken or bent. The complainant was unable to remove the over sheath on the second clip (addressed by manufacturer report 3005099803-2010-04855) and confirmed there were no other defects with this device. (It should be noted that the over sheath is not intended to be removed and therefore there was no malfunction of this device). Based on this information MFR report 3005099803-2010-04855 is not a reportable event. There were no patient complications due to the issues with the resolution clips. The physician opted to treat the perforation and active bleed by sending the patient to surgery. The patient was admitted into the ICU and is currently reported to be fine.

Manufacturer narrative:
Additional information received. Event updated.